Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is due to cardiac and respiratory arrest.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment, and no anomalies were found.